Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. The result of our investigation was consistent with the customer's description of failure. The reported type of damage lead to assumption that the insulation tips fracture/damage is a thermally mechanically induced damage/wear. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.

Manufacturer narrative:
The device was returned to olympus. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the inner sheath was found with a broken ceramic tip during preparation for use for an unknown procedure. There was no harm or user injury reported due to the event.